Manufacturer narrative:
The endogator tubing subject of the reported events was not returned to medivators for evaluation. Without the returned devices, the root cause cannot be determined. The model and lot number of the device is unknown. No additional issues have been reported.

Event description:
The user facility reported that three of their endogator irrigation tubing sets cracked within the roller section of the pump. No report of injury or procedure delay.